Event description:
In 2008, boston scientific corporation was informed that during the treatment of a cecum bleed, which required three clips, the second clip would not advance through the resolution clip device oversheath. Another of the same device was used, and placed without issues. Pt is "stable".